Event description:
Customer reports that in 2006, she received high readings on her freestyle flash meter that resulted in over medicating. She then lost consciousness and was transported and diagnosed with hypoglycemia. It should be noted that the customer did not wash her hands before testing and the meter was not coded correctly.

Manufacturer narrative:
A follow up report will be submitted if product is returned for eval.